Event description:
It was reported that the patient was experiencing inadequate pain relief, burning sensation and discomfort. The patient underwent an ipg replacement procedure and was doing well postoperatively.